Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site. (Arm) while wearing the device between 24 and 36 hours and they had experienced high blood glucose levels . The patients reported blood glucose level was 250 mg/dl. As treatment, the patient applied a new pod. The patient had gone to their primary care physician (pcp) where they were diagnosed with cellulitis at the pod infusion site. The patient was prescribed cephalexin (5 ml) to be taken twice a day for 7 days. The patient was at their pcp for 45 minutes. The pod will not be returned as it has been discarded.